Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the analysis, there was temporary sensor inaccuracy observed at the time of the reported event. After the event, the mean absolute relative difference (mard) between (B)(6), displayed a value of (B)(4) which confirms that the accuracy between the sensor readings and fingerstick calibration entries had improved. The user also reported receiving vaccination for covid-19 but the time for receiving the vaccine was not shared, so it could be determined if the vaccination may have had any effect on the sensor.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event on (B)(6) 2021 around 11:30 am - 12:30 pm. User had trouble with orientation during the incident. Eversense reported these values. (B)(6)2021 at 11:49 am: 48 mg/dl. // (B)(6) 2021 at 11:50 am: 78 mg/dl //(B)(6) 2021 at 12:01 pm: 49 mg/dl but user did not remember the blood glucose (bg) values. User mentioned that the bg meter values were nearly same as sg value but complained that the system did not assert any alerts.